Event description:
It was reported via social media a stroke occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2022 and a watchman flx laa closure device was implanted. In (B)(6) 2022, the patient suffered a stroke and is in rehabilitation therapy.

Manufacturer narrative:
B5: describe event or problem- updated to include detail on patient returning on blood thinners. G1: MFR contact first name, MFR contact last name, MFR contact email - updated. H6: impact codes- updated to include medication required.

Event description:
It was reported via social media a stroke occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2022 and a watchman flx laa closure device was implanted. In (B)(6) 2022, the patient suffered a stroke and is in rehabilitation therapy. It was further reported that following the stroke, the patient was placed back on blood thinners.